Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implant used to treat the patient may have caused or contributed to the patient's recurrent hernia. Recurrence is a known inherent risk of hernia repair surgery. The adverse reaction section of the instructions-for-use identifies recurrence as a possible complication, additionally the warning section states, "to prevent recurrences when repairing hernias, the phasix¿ mesh must be large enough to provide sufficient overlap beyond the margins of the defect. Careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue." A review of the manufacturing records showed no issues associated to the reported event. All process steps were completed per manufacturing procedures, inspection procedures, as documented in workorder and lot history records. Product passed all required inspections at each step at end product level. There was no manufacturing abnormalities noted. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
Event was reported via post market clinical study. On (B)(6) 2016 the patient underwent repair of a primary incisional midline hernia in the epigastric, umbilical and infraumbilical area of the abdomen. The hernia site is assessed as contaminated as a stoma is present, the previous incision is healed closed with a bulge. The hernia defect measured 8cm in length and 6cm in width. A retro-rectus repair without component separation technique was performed in the preperitoneal space. Closure of the loop transversostomy was also performed. Absorbable monofilament suture was used to fixate the device. Fascia was closed and the skin was fully closed. A drain was placed in the right lower quadrant and was removed on (B)(6) 2016. On (B)(6) 2017 the patient was diagnosed with onset of a hernia recurrence. On (B)(6) 2018 the patient underwent repair of the hernia recurrence. The patient underwent an open ipom (intraperitoneal onlay mesh repair) procedure with placement of a ventrio st mesh. The ventrio st mesh was fixated with the capsure fixation device. The patient was assessed as recovered with sequelae and discharged from the hospital on (B)(6) 2018. The cause of the recurrence was not determined. The clinician assessed the event as possibly device and possibly procedure related.